Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that four stents were implanted in 2007. During the procedure, a perforation occurred, which was caused by the asahi guide wire requiring medical intervention. The patient had symptoms of hypotension, tachycardia and pericardial effusion with tamponade. No additional event or patient information is available.